Manufacturer narrative:
Additional product codes for this report include: mnh, mni, kwq, and kwp. (B)(4) the device was not implanted or explanted during the surgical procedure on (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) the investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: (sterile part) manufacturing location: (B)(4) - manufacturing date: october 15, 2013 - expiration: october 1, 2023. This article was manufactured in the us with lot number 7419139. A review of those manufacturing documents has been completed with results as follows: (non-sterile) manufacturing location: brandywine implant - manufacturing date: june 25, 2013 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015 to treat a lateral hernia at the l5-s region. During screw insertion, the surgeon was unable to engage the matrix polyaxial screw with the driver. The surgeon made a second attempt to engage the screw, which resulted in the head of the screw coming off. The surgery was ultimately completed successfully with a reported two (2) minute delay. No patient harm noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary: the returned implant (04.632.740s lot 8658038 mfg 15oct2013) was examined and the complaint condition was able to be confirmed as the proximal threaded region on the screw body was found to be damaged and missing the first thread (not returned). A definitive root cause was unable to be determined however the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve. The matrix polyaxial screw is utilized in matrix deformity, matrix degenerative, and matrix mis as part of the posterior pedicle screw and rod fixation system. Polyaxial screws are available in 4.0mm, 5.0mm, 5.5mm, 6.0mm, 7.0mm, 8.0mm and 9.0mm diameters and lengths ranging from 20-100mm. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Relevant drawings for the returned implant were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.